Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - right, reason(s) for revision: unknown. Update received 23rd july 2014. Kid number added, marked as legal. Taper sleeve added. Additional hospital and surgeon added. Stem is a competitor stem: product code 4: 290-178/26, product lot number 4: 041027/1413. Update received 6th october 2014. Reason for revision added. Claim now falls within CAPA. Reason(s) for revision: alval / soft tissue reaction. Doctor's notes received 10th november 2014. Patient sex, patient name, approximate patient age added. Additional surgeon added. Patient activity level: rides horses, is highly active. Additional reasons for revision added. Reason(s) for revision: alval / soft tissue reaction, osteolysis , bone damage (weakening acetabular wall), tissue reaction, increased ion levels, resorption of calcium, pain, discomfort, luxation, locking up. Stem was not revised with asr products - asr replaced with a pinnacle cup and a delta ceramic head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - right. Reason(s) for revision: unknown. Update received 23rd july 2014. Kid number added, marked as legal. Taper sleeve added. Additional hospital and surgeon added. Stem is a competitor stem: product code 4: 290-178/26. Product lot number 4: 041027/1413. Update received 6th october 2014. Reason for revision added. Claim now falls within CAPA. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - right. Reason(s) for revision: unknown. Update received 23rd july 2014. Kid number added, marked as legal. Taper sleeve added. Additional hospital and surgeon added. Stem is a competitor stem: product code 4: 290-178/26. Product lot number 4: 041027/1413.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint -. Asr revision. Asr xl - right. Reason(s) for revision: unknown. Update received 23rd july 2014. Kid number added, marked as legal. Taper sleeve added. Additional hospital and surgeon added. Stem is a competitor stem: product code 4: 290-178/26. Product lot number 4: 041027/1413.

Event description:
Asr revision; asr xl - right; reason for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.